Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 12/19/2007.

Event description:
The customer reported, that during set-up, the touch screen was not working, including the image. The customer had to cancel one case.